Event description:
After drawing up IV protonix and other antibiotics, the nurse noted that there were rubber particles floating in the syringe. Pharmacy was notified and stated to discard medication and to obtain a new medication and try again. This happened 3 more times. Pharmacy was called again, and they said they were sending up 18g non-coring needles. Multiple nurses attempted to draw up the saline and protonix and other medication and all resulted in rubber floating in the syringe.